Event description:
It was reported that the insulin pump alarmed an error, had a protruding drive support cap, and kept pushing insulin out excessively during the refill tubing process. The blood glucose reading was 73 mg/dl. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.